Event description:
It was reported " staple jamming - staples not firing". Additionally it was reported to complete the procedure the user "changed to a new set". No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported " staple jamming - staples not firing". Additionally it was reported to complete the procedure the user "changed to a new set". No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned and two partially formed staples were loaded. The stapler was returned with 36 staples remaining in the cover block. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was observed on the device. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing properly. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Before engaging the trigger, the jammed staples were removed. Upon engagement of the trigger, one staple partially formed but did not release. The staple was manually removed. On the second attempt, one staple partially formed but did not release. The staple was manually removed. On the third attempt, an unformed staple released. On the fourth attempt, one staple formed and released properly. This was repeated four more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool. No flash was observed within the cover block. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination of the returned sample revealed that the first two staples appeared misaligned and two partially formed staples were loaded. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing properly. Upon engagement of the trigger on the first and second attempt, one staple partially formed but did not release. The staples were manually removed. On the third attempt, an unformed staple released. On the fourth attempt, one staple formed and released properly. This was repeated four more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The device was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " staple jamming - staples not firing". Additionally it was reported to complete the procedure the user "changed to a new set". No patient injury or consequence reported. Patient's current condition reported as "fine".